Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The inferior shaft is broken at the pivot pin. The broken off portion of the shaft is missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the bottom part of the pituitary broke off during surgery. The broken piece did not fall into the patient. No patient complications were reported.